Event description:
It was reported that, an 840 ventilator had a breath delivery (bd) power on self-test (post) failure. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.